Event description:
Per the clinic, the device was explanted on (B)(6) 2014 as the electrode array was not in the cochlea. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Manufacturer narrative:
Correction: the implanted date is (B)(6) 2010; not september 11, 2010, as previously reported. This report is filed october 17, 2014.